Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2013 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that an lvp error occurred when attaching the pump to the pcu. There was no patient involvement.